Manufacturer narrative:
E2: health professional ¿ (blank); e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The camera cable was disconnected and the internal charged coupled device was considered to be broken. Additionally, the adapter was found to be missing. Based on the results of the investigation, it is likely that the following led to the malfunction: the camera cable is disconnected, and the internal charge-coupled device is considered to be broken. Therefore, it is assumed that normal communication was not possible, resulting in no image output. The information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the disconnected cable. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when the camera head is connected, there was no image and there was many "interfering pitting" and the cable of the camera is broken. The reported malfunction occurred during preparation for a hysteroscopy procedure. The procedure was completed using the same set of equipment. There were no reports of patient injury or medical intervention associated with this event.